Manufacturer narrative:
(B)(4). Additional prism analyzer 6a36-04, serial numbers were added to concomitant medical products.

Manufacturer narrative:
(B)(4). Customer complaint data was reviewed and no adverse trends were identified. Prism metrics field data was reviewed and no issues were identified. A review of the device history records was performed and did not indicate any issues related to the customer observation. The prism hbsag confirmatory reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction or deficiency.

Manufacturer narrative:
(B)(4). ((B)(6)) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that 2 samples generated initial reactive/repeat reactive (ir/rr) prism (B)(6) results. The samples were confirmed reactive when tested with the prism (B)(6) confirmatory assay. Further testing with nat generated non-reactive results. The customer provided data indicating that 20 samples had generated ir/rr reactive results with the prism (B)(6) assay. Prism (B)(6) cofirmatory testing was performed and confirmed reactive results were generated. Further testing with nat generated non-reactive results. There was no report of impact to patient management. The customer was unable to provide lot numbers used for samples 1 - 18. Sample 19: prism (B)(6) reagent list no. 06d19-68 lot 52161m500 was used. Prism (B)(6) confirmatory reagent list no. 06e51-68 lot 46336m500 or 51120m500 was used. Sample 20: prism (B)(6) reagent list no. 06d19-68 lot 54065m500 was used. Prism (B)(6) confirmatory reagent list no. 06e51-68 lot 46336m500 or 51120m500 was used.